Event description:
During testing at the MFR, bare copper wires were exposed from the cord of the device. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The bare exposed copper wires were observed during testing at the MFR.